Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, event date: unk, expiration date unk, implant date: unk, explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, into the patients right eye (od). Post-operative observation showed the development of cataract. The refractive result is stable. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2021-03029. Additional information has been requested but none has been forthcoming.